Event description:
It was reported the programmer displayed a low flag for the ipg (B)(6). The flag was cleared, but one day later the flag reappeared. Diagnostic testing revealed the impedances were normal. The ipg was explanted and replaced. The patient's stimulation therapy was restored.

Manufacturer narrative:
The analysis of the returned product was performed based on tests that assessed the visual, mechanical, and electrical aspects of the devices. Visual inspection of the ipg did not reveal any physical anomalies. The ipg communicated with the lab utilities and displayed the low battery warning on the lab patient programmer. The low battery flag was cleared using the lab utility and a pulse load test was performed to clear passivation and to query the low battery flag. Passivation in a conventional lithium battery is considered normal for this battery chemistry when the current draw is low for an extended period of time. Post pulse load test, the low battery flag was no longer present. This is an indication that the low battery flag was due to battery passivation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.